Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils and other coils in the cavernous sinus using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil at all within its introducer sheath, despite multiple attempts. Therefore, the smart coil was removed. The procedure was completed using a new smart coil, other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked at approximately 15.0 cm from the proximal end. The smart coil pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. The embolization coil had kinks and offset coil winds. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. During functional testing, the smart coil was unable to advance within its introducer sheath due to the kinks and offset coil winds on its embolization coil; therefore, no further functional testing could be performed. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was damaged near its proximal end. If the introducer sheath is not properly aligned with the hub of the parent device prior to advancement, resistance may be encountered. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. Further investigation revealed that the pusher assembly was kinked. Based on the reported complaint, the kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.